Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that she was stuck on the rewind loop issue. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated insulin was squirting out during the fill tubing process. Customer did not receive complete status with next highlighted on the screen. The device will be returned for analysis.

Manufacturer narrative:
Device seats immediately during the displacement test due to dried insulin on the motor slide. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test due to prime anomaly.